Event description:
During meniscal repair, knot pusher/suture cutter was too sharp - prematurely cut suture before knot was cinched down. Surgeon tried pulling on suture to tighten knot, but that did not work. It was confirmed that they were unable to cinch down the suture on the ff device so the surgeon trimmed away the suture and left the ts unsupported in the capsule. An additional ff was used to complete the repair.

Manufacturer narrative:
Device was not being returned for evaluation.(B)(4).